Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed error 4039 on the printout and was able to reproduce the error by priming the bf wash probe. The fse discovered the wash probe tip had fallen off and was in the prime well. The fse reattached the wash probe tip and resolved the issue. Additionally, the fse cleaned and lubricated the wash probe lead screw and performed wash primes. The analyzer initialized with no errors. Quality control (qc) was performed and results were within specifications. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from installation date of 19jul2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [4039] wash.probe home not found description: the home position of the bf probe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. [5026] washer task error description: bf washing task execution error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported issue is attributed to the wash probe tip. The fse discovered the wash probe tip had fallen off.

Event description:
A customer reported receiving error message 4039 wash.probe home not found while operating on the aia-360 analyzer. The customer also reported error message 5026 washer task error. As part of troubleshooting, the customer performed an all set home function and shutdown and restarted the analyzer. However, the error returned and aborted all tests. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of estradiol (e2), beta-human chorionic gonadotropin (bhcg), and progesterone ii (prog ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Correction: unchecked required intervention to prevent permanent impairment/damage (devices).